Manufacturer narrative:
Vyaire medical field service went onsite. Performed evaluation the unit has 10,974 hours. Performed 2k pm (preventive maintenance). Checked power supply, calibrated pressure transducer, calibrated ddi (dynamic displacement indicator) board, run patient circuit calibration and ventilator performance test. All tested according to specifications. As a resolution the gas inlet filters was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a unit was on a patient, but the respiratory therapist felt that the settings were not therapeutic to the patient. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.